Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope screen had screen blacked out. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when being powered on, e216 popped up on the touchscreen and the scope communication error (e216) occurred in the screen causing the blackout. The event can be detected/prevented by following the instructions for use which state: chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section "inspection" in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 2.5 general dangers, warnings and cautions notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the insertion tube. Chapter 7.1 inspection warning risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: ¿ make sure that the product has: - no dents, cracks, bending, or deformations - no cuts and other defects on the outer sleeve of the cable - no scratches - no corrosion, dirt or debris - no lens damages or cover glass damages - no missing or loose parts ¿ check all markings on the product for clear visibility. Chapter 8.2 procedure warning risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: - the video image disappears during the procedure. - poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Chapter 10.1 troubleshooting warning never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.